Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient experienced one inappropriate treatment from the lifevest. From 15:13:53 to 15:14:52, the patient's rhythm was vf with low amplitude cardiac signal. The patient's the vf frequency was less than the rate threshold preventing the lifevest from treating the patient. The lifevest detected the vf as asystole, preventing the lifevest from delivering a treatment. The device threshold for asystole detection is when an ECG input signal falls below 100 microvolts for at least 16 seconds. This performance level is disclosed in the lifevest 4000 operators manual. The cardiac signal voltage of the observed vf was below 100 microvolts, which is under the minimum design requirement to determine the presence of cardiac signals. The rhythm then slowed to an idioventricular rhythm at 60 bpm. The rhythm then degraded to asystole. At 15:21:24, the patient received the inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was also asystole with intermittent cardiac activity. Double counting and oversensing of low amplitude cardiac signal contributed to the false detection. The patient remained in asystole with intermittent cardiac activity until the device was shut down at 15:28:52. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional.